Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **correction*** the procedure performed was a hemorrhoid ligation. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device and the ligator head were analyzed. A visual evaluation noted a crimp was present on the tripwire. The tripwire was mechanically cut and a section returned was rolled around the handle; however, it was noted that the section was not secured in the handle assembly slot. There were drag marks found in the handle assembly slot. It was possible to observe that the ligator head found seven bands attached; however, six bands were moved out of their original positions. It was noted that some of the ligator head teeth were bent. The suture was found attached to the crimp of the tripwire and still connected to the ligator head. Additionally, the suture hole was in good condition and no damages were observed. A functional evaluation was not performed due to the tripwire was cut. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have generated the bands to moved out of their original positions, impacting the bands deployment activity and could have contributed to the reported issues. There was evidence that the trip wire was cut in order to remove the device from the scope. This condition is not considered as an issue of the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction a1, b5, h6